Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera head had image problems. There was no image displayed. The issue was found during preparation for use, prior to the unspecified surgical procedure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The device was found with a water leak in the camera unit, causing the image to not be displayed and a failure of the charged coupled device. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
It was reported the camera head had image problems. There was no image displayed. The issue was found during preparation for use, prior to the unspecified surgical procedure. There was no patient involvement.